Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D4) lot#: unknown as information was not provided. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) e597079. H4) unknown as lot# is unknown. (B)(4). Summary of investigational findings: no product or images were provided. Despite several attempts no additional information could be obtained, why unable to determine the exact reason for reported complications, but patient involved has since been readmitted for the planned knee surgery and was intubated uneventfully and successfully. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: patient¿s trachea was lacerated by fic and resulting blood clot caused partial obstruction of trachea. Patient outcome: the patient did require additional procedures due to this occurrence. The complainant did report adverse effects on the patient due to this occurrence: anaesthesia had to be reversed, patient woken up, surgery cancelled. Additional information received 15jun2012: "the patient involved has since been readmitted for the planned surgery and was intubated uneventfully and successfully."